Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Following a system check with tandem technical support, the customer cleared the alarm and resumed insulin therapy. Customers blood glucose was 200 mg/dl.